Event description:
It was reported that there was an elevated number of short intervals, nst (non-sustained tachycardia) episodes with noise, high and varying pacing impedance, and a suspected lead fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action. Based on the information received and without the return of either the product or performance data, or completion of analysis, it could not be determined if this device performed as described in the field action. (B)(4).

Manufacturer narrative:
Evaluation summary: analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, that the impedance trend on the rv (right ventricular) pacing lead was variable, and that there was oversensing due to non-physiologic signals/sic (sensing integrity counter).